Event description:
Boston scientific received information that this device recorded noise on the transvenous lead, which led to numerous inappropriate shocks. Additionally, low pacing impedance levels of less than 200 ohms were also recorded on the lead. The device and lead were both replaced due to the issue, with no adverse patient effects other than the additional procedure were noted.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.